Event description:
According the reporter, pre-operatively, the thread part of the product was broken after 2-10 days. The surgeon employed continuous suture. There was a temporary injury to the patient related to wound dehiscence with open abdomen. Reoperation was done approximately 2 days post op with abdominal wash and re-closure of abdominal wall was necessary. The patient (dog) was alive with injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.